Event description:
It was reported that multiple intermittent occlusion alarms occurred. This issue led the customer's blood glucose level to display as "high," indicating it exceeded normal limits. To address the high blood glucose level, the customer administered a correction bolus via the pump and resumed insulin delivery by selecting the appropriate action. To resolve past occlusions, customer would clear the alarm and resume insulin delivery. Customer continued to use the pump for insulin therapy.